Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there were high impedence's on electrodes 6, 12 & 13. Electrodes 4 & 10 have impedence's over 4000 ohms. The patient noted to have fallen in (B)(6) 2020 which may have been a contributing factor to the high impedances. An impedance and connectivity test were performed, and the manufacturer representative programmed around the high impedances until the patient can have a lead revision. A lead revision is planned, but not yet scheduled to resolve the issue.